Manufacturer narrative:
Additional information: b3.- "01/07/2025" should be added. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive change over time. Reportedly, "after implantation of an exchange lens in 2025 due to refractive change over time the exchange lens with the same lens length as the initial lens from 2018 has shown an excessive vault.". In a separate surgery the lens was exchanged with the same model/ length, different power and the problem was resolved. The cause of the event was reported as a patient related factor. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D2. Model#:"vticm5_13.2 (-5.0/ 0.5)" should be added. D2. Catalog#: "vticm5_13.2" should be added. D2. Serial#: (B)(6) should be added. D2. Expiration date: "12/31/2020 "should be added. D2. Primary unique device identifier (UDI) #: (B)(4) should be added. D6a.: "05/28/2018" should be added. D6b.: "03/11/2025" should be added. H4.: "01/23/2018" should be added. H6.- health effect - impact code (f): "4627" should be removed "4629" should be added. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive change over time. Reportedly, "after implantation of an exchange lens in 2025 due to refractive change over time the exchange lens with the same lens length as the initial lens from 2018 has shown an excessive vault.". The lens was explanted and replaced. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).